Manufacturer narrative:
The device was not in use on a patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) with nihon kohden spo2 technology was giving inaccurate readings, while masimo sensors were accurate.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) with nihon kohden spo2 technology was giving inaccurate readings, while masimo sensors were accurate.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 it was reported that customer was experiencing spo2 accuracy issues with bsm-1700 using nk spo2 technology. The number of alleged devices, model and serial numbers are not available. Records shows there was no receipt of these devices at nk for evaluation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for this user facility shows no other "accuracy" issues. A ticket query in c4c for this facility using the keyword "accuracy" yielded no results. A query for "inaccuracy" yielded no results. Service history for this user facility shows the following spo2 issues: 65927 - not related to spo2 accuracy. 59525 - not related to spo2 accuracy. 55769 - inaccurate spo2. Unit has not been returned to nk for evaluation. 50445 - duplicate of ticket 55769. 49624 - duplicate of ticket 55769. 47714 - not related to spo2 accuracy. 47657 - not related to spo2 accuracy. 46390 - not related to spo2 accuracy. 46021 - not related to spo2 accuracy. 43761 - current ticket. 35811 - not related to spo2 accuracy. 35262 - not related to spo2 accuracy. 32494 - not related to spo2 accuracy. 32488 - not related to spo2 accuracy. 22905 - not related to spo2 accuracy. 20719 - not related to spo2 accuracy. 20717 - not related to spo2 accuracy. 19840 - not related to spo2 accuracy. 19806 - not related to spo2 accuracy. 18181 - not related to spo2 accuracy. A query for all tickets related to "spo2 accuracy" in c4c shows three incidents: o ticket 13628 - not relevant. Customer reported artifacts on waveforms rather than an alleged spo2 inaccuracy. O ticket 5176 - not relevant. Customer asked clinical knowledge question rather than an alleged spo2 inaccuracy. O ticket 43761 - current ticket. The query results show that this customer had reported another incident of inaccurate spo2 readings under ticket 55769. Device was not returned to nk for evaluation; thus, the reported issue could not be confirmed, and the root cause could not be determined. The above data does not constitute a trend of reported accuracy issues with nk's spo2. Due to device not being available for investigation, the root cause could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6, b2, b6. B7, d4 lot # & expiration date, d6 - d7, d9, d11& c2, f10, g6, g8, h7, h9. The following fields have no information (ni) as no information was provied by the customer: d4. Serial #, f9. Approximate age of the device, h4. Manufacturer date.